Event description:
It was reported by the customer "sentinel event associated with PICC insertion due to the PICC 'looping and tying knot' in patient's vasculature". Additional information received 10/12/2022: no securement device because product was being removed during insertion. Unsuccessful insertion. Placement date:on (B)(6) 2022. Explant date: on (B)(6) 2022- cut down performed in or patient info: no harm- patient had to be sent to or for removal. Patient was being treated with antibiotics for infection.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.